Event description:
The customer reported that the system had a communication error which would cause them to reboot. This resulted in a loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted during the service call. The system was tested, found to be working as intended and returned to service.